Event description:
It was reported that shaft break occurred. The target lesion was located in the highly calcified right coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment, however, during procedure while trying to cross the lesion the shaft break. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the highly calcified right coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment, however, during procedure while trying to cross the lesion the shaft break. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the highly calcified right coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment, however, during procedure while trying to cross the lesion the shaft break. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. It was further that the lesion was severely calcified and moderately tortuous. A resistance was felt while advancing and the shaft break halfway. The device was completely removed from the patient's body by pulling out with hands.

Manufacturer narrative:
A synergy xd mr us 4.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break 23.8 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that shaft break occurred. The target lesion was located in the highly calcified right coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment, however, during procedure while trying to cross the lesion the shaft break. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. It was further that the lesion was severely calcified and moderately tortuous. A resistance was felt while advancing and the shaft break halfway. The device was completely removed from the patient's body by pulling out with hands.